Event description:
It was reported that the pump alarmed "no disposable pump won't run". Res vol= 95.4 ml, rate= 2.1 ml/hr, given= 3.3 ml. Air in line was noted. Patient was not affected. No further information available.